Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, the blade was broken off. The broken piece was retrieved and no pieces were left inside the patient's body. Another device was used to complete the procedure. There were no adverse consequences for the patient. The surgeon commented that the device did not clamp any hard materials.

Manufacturer narrative:
(B)(4). After an exhaustive search of file records, physical device inventory, and receiving records, the device for the reported event could not be located. Because the device is not available, no analysis could be performed. File will be reopened if the device is located.